Event description:
It was reported that this implantable cardiac monitor (icm) was part of a system revision due to infection. There were no additional adverse patient effects reported. The icm was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to correct the previous decision as there is no reportable allegation against the product itself. Boston scientific does not consider this to be a reportable event.

Event description:
It was reported that this implantable cardiac monitor (icm) was part of a system revision due to infection. There were no additional adverse patient effects reported. The icm was explanted.